Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that one of the two drills was blunt and didn't cut as intended. The following impacting of the baseplate caused a glenoid fracture as the press fit was too high.